Manufacturer narrative:
H6: codes were updated. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. No event history log provided.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had a 24-hour drug infusion that did not infuse all the way. Per reporter, infusion was continuous with a rate of 20.8 ml/hour, total reservoir volume of 504 ml and reporter was not sure if the given volume was 504 ml. Per reporter, the amount of medication remaining in cassette did not match the reservoir volume displayed on pump, and the estimated amount remaining was 30-50 ml. Reporter stated that the air detector and upstream sensor were not alarming, and the lock level was IV. The event occurred while in use with patient at the patient's home. No symptoms were reported.